Event description:
There was no pt injury in this event. The pt was being lifted in the sling and was approximately 5 inches above the chair. The pin holding the "castle nut" broke, the nut loosened and the whole lifting bar separated from the lift. This event was reported to the MFR. Lift was inspected 9/28/95.